Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Not applicable, as lens was not implanted. Not applicable, as lens was not implanted. First name - unknown, information not provided. Last name - unknown, information not provided. Email address unknown, information not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when inserting into the eye, the intraocular lens (iol) was stuck in the cartridge. The lens was removed and replaced in the same procedure. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: additional information was received. As a result, the following fields have been updated: section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 03/04/2020. Section h3: device evaluated by manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The lens was observed stuck in cartridge with the lead not haptic not folded. The reported issue was verified but it could not be determined if the condition observed is related to manufacturing process as the reported lens was handling and used in a surgical procedure. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.